Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3537, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) the patient mentioned they felt they did not do so good on the night of (B)(6). Additional information from the patient on (B)(6) reported they had pain on the left side. Additional information from the patient on (B)(6) reported they had a lot of pain on the left side. The patient stated it was extremely painful to get in and out of cars and to sit down was nearly impossible. The patient stated they were not sure if they were allergic to the tape being used on their back, the patient noted they had back pain too. The patient stated they were at the healthcare professional¿s (hcp) office on (B)(6) and spoke with the hcp and had the tape changed and it was not taped on as hard as before. Additional information from the patient on (B)(6) reported the patient felt the symptoms were the same. The patient stated they were still having urgency to void and then the patient was unable to void, the patient was scared because they did not want to use a catheter. The patient noted they still had some back pain area and still uncomfortable with the tape and they felt they were allergic to the tape. The patient increase stimulation to 0.7. Additional information from the patient on november 10th reported they had seen the hcp on (B)(6) because she was in a lot of pain, she thought she was allergic to the bandage. The hcp checked the bandage for infection and the patient had redness underneath. The patient noted the date of implant was (B)(6). Additional information from the patient on (B)(6)12th reported they had orange blood leaking from the incision. Additional information from the patient on (B)(6) reported they were showing low battery and had trouble removing the back. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported she was seeing the low batter screen. The patient noted she had replaced the controller batteries. The patient confirmed they were seeing the low ens batteries message. The patient was going to follow up with the hcp to change the batteries. There were no further complications that have been reported as a result of this event.